Event description:
The patient reported severe pain at pocket site. The patient will undergo an explant.

Event description:
The patient reported severe pain at pocket site. The patient will undergo an explant.

Manufacturer narrative:
Additional information was received that the patient's ipg was explanted and the paddle lead was left implanted in the patient. The ipg was working properly. The physician did not know what caused the patient's pain. The patient is reportedly doing well following the procedure. Explanted ipg will not be returned to bsn as it was discarded by medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-8216-50, serial: (B)(4), description: artisan surgical lead, 50cm.